Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the handheld confirmed all quality tests were passed prior to distribution.

Event description:
It was reported that the physician's handheld was freezing at the interrogation successful screen. It was reported that hard resets were performed, but that the handheld is still freezing. A new programming tablet was sent to the physician and the handheld and flashcard were returned for analysis. Analysis of the handheld was completed on (B)(6) 2014. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on (B)(6) 2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.